Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy the fourth band successfully. When the fifth band was attempted to be deployed, it was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle and ligator head) was analyzed, and a visual evaluation noted that the ligator head returned without bands. The handle did not show insertion marks of the trip wire. The suture thread and the suture hole were in good condition. The ligator housing teeth were bent. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had no bands and the ligator head teeth were bent. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have slipped the wire inaccurately affecting the functionality of the device. The suture tension may not have been correct, bending the teeth, causing inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2022. During the procedure, the physician was able to deploy the fourth band successfully. When the fifth band was attempted to be deployed, it was stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.